Event description:
Customer complaint (recalled product comment) : lawyer sent email on behalf of (B)(4)saying : on september (B)(4) was caused to sustain severe personal injuries when she was burned by your malfunctioning mighty bliss heating pad.